Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported capsular contracture baker grade IV. Device explanted and replaced.

Manufacturer narrative:
Device evaluation: capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: broken observed in the anterior side assessed as surgical damage and missing side assessed as inconclusive. Crease fold observed. White particle observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported capsular contracture baker grade IV. Device explanted and replaced.